Event description:
Complainant alleged that while attempting to cardiovert a male patient, the device failed to discharge via paddles. The user reportedly switched from paddles to electrode pads and the device successfully delivered energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device was removed from service and subsequent biomed testing was unable to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.